Event description:
Staff reached out to report that the sheath fell off the brush during a procedure (not in a patient). A new brush was opened and the procedure continued immediately.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report and to correct information provided in the initial report. Correction to g3 of the initial report: date received by manufacturer was 17-dec-2021. The subject device was not returned for evaluation, as the device was discarded by the facility. The lot number was not provided. Based on the details of the reported issue, after the date of this complaint, it was determined that there will be a sheath anchoring and adhesion design change to address this issue. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.